Manufacturer narrative:
The date of event provided with the initial report was incorrect. The correct date has been provided with this report.

Event description:
It was reported that the customer's serious injury event occurred on (B)(6) 2017.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2017 while hospitalized due to a fall. The customer had blood glucose of 23 mg/dl at the time of the incident. The customer was at 110 mg/dl at the time of the call. The customer used glucose tablets to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes the pump over delivered. The insulin pump will be returned for analysis.